Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump as it was under warranty. Customer was informed that they would receive a pump with updated software and instructed on how to return the problematic pump. They were also advised on steps to take upon receiving the replacement and acknowledged understanding of all instructions.